Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back with the recharger equipment and patient services connected the patient to the repair services.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back with the recharger equipment and patient services connected the patient to the repair services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient started experiencing their recharger not holding a charge around (B)(6) 2016. The patient stated that their recharger was replaced and functioning.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
The consumer reported that a little over a year ago, on (B)(6) 2015, they had their neurostimulator updated. There was a report that the patient's charger was not working and they had limited charging capabilities. They had been very happy with the pain relief they have been receiving but they do find that this one needs to be charged frequently. They are reluctant to use it as much as they want to because of this issue. The real problem was that their charger wasn't working. The portable charger won't hold a charge so it was difficult for them to charge their battery. It was reported that the implantable neurostimulator recharger (insr) was not holding a charge. It was reported that they could not use the insr without it being plugged into the desktop charger. The patient did not have the equipment during the report. No symptoms were reported. Relevant medical history includes spinal pain.